Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump stopped insulin delivery during basal delivery. The customer indicated that the blood glucose level was impacted. Tandem customer technical support (cts) reviewed the pump's t:connect data and found that the customer received an occlusion alarm. As the occlusion alarm had occurred in the past, cts was unable to troubleshoot to determine a possible cause of the occlusion.